Event description:
It was reported by the patient's mother that the patient died from cardiac conduction abnormality. Four days previous, it took the nurse several attempts to read the device data via telemetry. The mother is now questioning if the device was functioning properly at the time of her son's death. "My son was healthy, and had played all day as he would have normally." Follow up with the health care professional reported the cause of death was cardiac conduction system abnormality. The hcp also reported that the device "may or may not have been a contributing factor. No one checked the pacemaker." The device was explanted at autopsy and is in the possession of the mother.

Event description:
It was reported by the patient's mother that the patient died from cardiac conduction abnormality. Four days previous, it took the nurse several attempts to read the device data via telemetry. The mother is now questioning if the device was functioning properly at the time of her son's death. "My son was healthy, and had played all day as he would have normally." Follow up with the hcp reported the cause of death was cardiac conduction system abnormality. The hcp also reported that the device "may or may not have been a contributing factor. No one checked the pacemaker." The device was explanted at autopsy and is in the possession of the mother. The device was returned for analysis with a report the death was not device related and "they couldn't find any certain cause of death." A physician reported that on telephone check in 2009, the device was working fine. Four days later, the patient was found unresponsive and subsequently died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other: trueikappa 900 drimplantable pulse generator. It was reported by the patient's mother that the patient died from cardiac conduction abnormality. Four days previous, it took the nurse several attempts to read the device data via telemetry. The mother is now questioning if the device was functioning properly at the time of her son's death. "My son was healthy, and had played all day as he would have normally." Follow up with the health care professional reported the cause of death was cardiac conduction system abnormality. The hcp also reported that the device "may or may not have been a contributing factor. No one checked the pacemaker." The device was explanted at autopsy and is in the possession of the mother. No conclusion can be drawn. Interrogate, difficult to.

Event description:
It was reported by patient's mother that patient died from cardiac conduction abnormality. Four days previous, it took nurse several attempts to read device data via telemetry. The mother is now questioning if device was functioning properly at time of her son's death. "My son was healthy, and had played all day as he would have normally." Follow up with hcp reported cause of death was cardiac conduction system abnormality. She also reported that device "may or may not have been a contributing factor. No one checked the pacemaker." Device explanted at autopsy and is in possession of the mother. The device was later returned for analysis with report death was not device related and "they couldn't find any certain cause of death." Physician reported that on telephone check in 2009, device working fine. Four days later, patient was found unresponsive and subsequently died. Lead returned to manufacturer and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation separation. Partial lead in segments returned and analyzed. No anomalies found.